Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The increased airstream temperature (high temperature alarm) appears to have been caused by wires crossed and pinched to the exhaust fan. The exhaust fan was replaced to address the issue.